Manufacturer narrative:
On 05 may 2017 the (B)(4) performed a clinical evaluation and commented as follows: late infection in tha, 1 year after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 17 may 2017. Lot 153605: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 22 size s -2,5, code 01.25.124, lot. 141035 (k080885) (B)(4) items manufactured and released on 30 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 46/22.2, code 01.26.2246mhc, lot. 152686 (k092265) (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem c, cemented stem size 0 std, code 01.18.150, lot. 150877 (k103189) (B)(4) items manufactured and released on 13 may 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed as e. Coli. The surgeon revised all medacta components and implanted an antibiotic spacer. The surgery was completed successfully. X-rays are available; explants are not available.